Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the procedure was being performed in the cardiac dept. When the physician attempted to insert the line, the connection between the introducer and the side arm snapped. As a result, a new catheter was immediately placed. There was no delay in treatment, no pt death and no pt complications were reported.